Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was repositioned due to dislodgement of the lead. It was further reported by the physician that the ra and rv leads were disconnected from the header of the implantable pulse generator (ipg) resulting in transient abnormal values.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was repositioned. It was also reported that the right atrial (ra) lead and the rv lead exhibited high impedance values, possibly acquired during lead revision procedure. Both leads remain in use. No patient complications have been reported as a result of this event.